Manufacturer narrative:
The customer contact indicated that the devices were discarded. The lot number of the devices that were in use is unk. The customer contact identified two possible lot numbers (plots). The possible lot numbers are 190395h and 250305h. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
General report received of an unspecified number of undocumented incidents of leas. On unspecified dates, the tubing sets were being used to deliver unspecified volumes of nutralipids, at unspecified rates, via symbiq pumps. After unspecified lengths of time, it was reported that unspecified volumes of solutions leaked from unspecified locations on the air eliminating filter of the tubing sets. The tubing sets were replaced and the therapies were resumed. There were no reported adverse pt effects and no reported delays of therapies critical to these pts. No medical interventions were required. Though requested, no additional info was provided.